Manufacturer narrative:
The reported field event of migration was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented to a routine generator changeout. It was noted that the patient's pacemaker had been migrating towards the axilla. The physician elected to explant and replace the pacemaker on (B)(6) 2021. A new pocket was made created to accommodate the new system. The patient did not suffer any consequences.